Event description:
It is reported, maxzero, disconnection at the threaded connection between the 4-tap manifold and the single tap, the patient was unable to receive the amines, which led to the onset of severe hypotension. Description: it was reported that a proximal line consisting of a 4-tap line combined with a new green single tap was installed in accordance with standard practice. This line was intended for the administration of amines, vital medicines whose administration must not be interrupted. Whilst the patient was being repositioned for a change of dressings, a break occurred at the threaded connection between the 4-tap manifold and the single tap. This break led to an interruption in the high-flow administration of amines. As the threaded connection remained engaged in the 4-tap ramp, immediate reconnection was not possible. The nursing staff had to urgently fit a new proximal manifold. During the time required for this reinstallation, the patient was unable to receive the amines, which led to the onset of severe hypotension. The doctor was informed of the situation. Additionally, the valve itself was replaced.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.